Event description:
4.2mm x 340mm drill snapped approximately 40mm from tip while drilling through a t2 scn oblique screw hole. Section of the drill was left it situ.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was lost at the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
(B)(4) and has been reported under MFR report # 0009610622-2016-00213

Event description:
4.2mm x 340mm drill snapped approximately 40mm from tip while drilling through a t2 scn oblique screw hole. Section of the drill was left it situ.